Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 10.8mg plus blood collection tubes, 9 defective tubes were found with foreign matter and misshapen tubes leading to blood leakage. No impact was reported.

Event description:
It was reported that while using bd vacutainer® k2e 10.8mg plus blood collection tubes, 9 defective tubes were found with foreign matter and misshapen tubes leading to blood leakage. No impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter or molding defects as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter or molding defects. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 11-sep-2024. Investigation summary: bd received 200 samples for investigation. One hundred (100) of the samples were evaluated by visual examination and the indicated failure modes for foreign matter and molding defect with the incident lot were not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter and molding defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes foreign matter and molding defect. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® k2e 10.8mg plus blood collection tubes, 9 defective tubes were found with foreign matter and misshapen tubes leading to blood leakage. No impact was reported.